Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery could not be charged and subsequently shut down. Reportedly, the customer was able to charge the pump with an alternate cable. Customer's blood glucose level ranged from 175 mg/dl to 450 mg/dl, replacement cable was sent to customer.